Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter would not power on with the test strip insertion. The pt stated the meter would power on with the button, but not upon inserting the test strip. The customer care advocate determined during the troubleshooting telephone call that the pt's test strips were correct and that this was a new, out-of-the-box, product. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention. The meter and test strips were replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the reported meter would not power on with the test strips, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.